Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the doctor from (B)(6), has informed us about an incident occurred last (B)(6) 2026. When they opened the stem, prior to insertion, she observed that there were rests of fabric on the stem. She discarded this implant. As there was a backup, she proceeded to implant the same size, (the available had the same lot number). Again, rests of fabric were on the stem. As there was no other stem available, she decided to clean it and implant it. She has sent us the discarded implant; we will send it to you for inspection.